Event description:
Additional information was provided stating that the patient complained of not being able to see colors clearly. The reporter stated that there was "no malfunction of the lens."

Event description:
A healthcare worker reported following an intraocular lens (iol) implant procedure, the patient is unable to adjust and adapt to the lens. The patient complained that she "can't see anything at any distance and has blurry driving and reading vision." The patient plans to have the iol removed at another facility. The explant has not been scheduled to date. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).